Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, a fusion of l4-s1 was performed using four screws for a fracture of l5. After the surgery, on (B)(6) 2023, a removal surgery for external injury was performed. During the removal surgery, the surgeon noticed that the screw inserted into s1 right was broken off. Because the breakage of the screw occurred at a deep site (approximately 3 cm from the screw tip), removal of the broken portion of the screw was judged to be difficult to remove, and the wound was closed. The removal surgery was completed successfully with no delay. After the surgery, the surgeon reviewed historical imaging data and found that the screw may have broken off around (B)(6) 2023. X-rays confirmed that there were no damaged fragments in the body except for the remaining portion of the broken screw. This report involves one viper system x-tab cortical fix polyaxial screw 5.5 7.0mm x 40mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6 a review of the receiving inspection (ri) for cortical fix x-tab 7x40mm ti, was conducted identifying that lot number tbadvl was released in one batch. Batch1: lot units were released on jul 17, 2020 with no discrepancies. Supplier : depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.